Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a dexcom g7 pairing failure and contacted support requesting the dexcom customer service phone number for a replacement, after which no further assistance was required. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer support review and troubleshooting education provided by the agent. Investigation of this case revealed that the issue was limited to cgm pairing failure with the responsible device not identified, and the ilet system was not reported to malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user support needs related to third-party cgm logistics rather than an ilet device failure.